Event description:
Biofinity lenses were dispensed to patient through an on-line service. Patient has been wearing lenses for 1.5 years and was sleeping in the lenses. Patient began to experience pain in the left eye and went to his eye care practitioner. Patient was diagnosed with a corneal ulcer. Visual acuity after the incident is unk, the patient's visual acuity after the incident was 20/50. The ecp prescribed zymaxid and temporarily discontinued lens wear. Patient went back for a follow-up on (B)(6). Vision was 20/20, no permanent damage and the incident has fully resolved. The ecp believes the cause of the ulcer was over-wear and will not allow the patient to sleep in the lenses.

Manufacturer narrative:
Event was initially reported by the patient. No product has been returned. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusion: no conclusions can be drawn. This is being reported as a corneal ulcer treated with medication. There is no evidence to suggest the contact lens was the root cause of the patient's symptoms. The ecp believes the symptoms were caused by over-wear. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.